Event description:
The pt runs her stimulator 24/7 at maximum amplitude of 10.5 volts. She went through several primary cell devices before being implanted with a rechargeable stimulator. Previous stimulators were having battery depletion in short time periods. The longevity estimator tool showed that the longevity they experienced would be normal given the settings that were used. She recharges 4 hours daily and the battery lasts 32-36 hours from full to empty. She complained that she was recharging more than expected. Pt reports burning sensation at the recharge site both internally on the skin surface during recharging. The antenna was replaced twice. Both antennas returned were analyzed. The first, returned 2007, was found to have a fractured wire at the insr/antenna conjunction site. The second system (insr and antenna) was received 2008. Initial complaint regarding this device included reports of a 376 error code along with the pt reporting that the thermometer icon was not appearing, yet the recharger was very hot. The analysis showed that the recharger system passed all tests and also that thermometer icon did appear at or before 101.1f. Pt just received anew insr system which was confirmed to be working appropriately before it was shipped. The pt reported that with the new system, the instant a recharge session was initiated the high temp icon appeared, and then, if the green start charge key was pushed a normal recharge session was started. However, the pt's stimulator pocket was extremely hot to the touch. It was reported that pt's husband "believes that the product is faulty and not performing to the standards expected." The manufacturer representative informed that there was no redness at the stimulator site when the pt was evaluated a month before this complaint. After this complaint, the pt was evaluated by the health professional and the manufacturer representative. During the visit, the pt reported burning from the stimulator up to the lead, especially during recharging, but said that it occurred at other times of day as well. She admitted not feeling this sensation at the moment, but that she begins to feel that the pocket site is very hot/burning after about 1 hour of recharging. Pt had recharged the night before. At the time of evaluation, pt was not experiencing any burning. Palpation did not illicit any burning or tingling sensation. Visual examination of the pocket site revealed no redness or irritation. The manufacturer representative started 2 recharging sessions at this visit; the temperature icon did not appeared either time. The pt experienced a pulsing sensation during the recharge session. Neither the antenna nor the pt's skin felt warm after 45 minutes of recharging. The pt acknowledged this. All impedances seem to be within range. At initial complaint pt reported "dips" (where the ins seems to turns off for 2s or so then turns back on) that this would occur once about 20mins after recharging (this began less than a year post implant). In later reports she expressed it had increased to 2-3 times per day. During the office visit pt reported she was experiencing "dips" 10 times per day. The manufacturer representative recalled that the pt had the same complaint with all the stimulators she had. When the device is off the pt has extreme pain and can not function. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
No device anomalies were found during analysis.